Manufacturer narrative:
On an unreported date in 2016 a half month after being discharged from the hospital for a previous case of peritonitis, the patient experienced this case of peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of peritonitis. The patient was treated with unspecified medications (dose, frequency and route not reported) for ten days in the hospital. The patient was also treated with oral cephalosporin (dose and frequency not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital and the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.